Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was to have a new reservoir replaced. Blincyto was started on monday. Upon disconnection, the pump showed that 355.3 ml was infused, and the reservoir volume is 34 ml. However, she stated that the bag still appeared to be completely full. Per reporter the device did not alarm over the last four days. They are now readmitting the patient to restart blinatumomab. The event occurred upon removal or end of therapy. There was patient involvement, and no patient harm/adverse event reported. The continuous infusion rate was 5 ml/hr. The air detector was off, the upstream sensor was on. Length of infusion was 96 hours. Lock level was 2. A cstd was used to fill the cassette. They used gravity via infusion pharmacy to prime the extension tubing. The patient was medically affected and required hospitalization.

Manufacturer narrative:
B1: updated to include adverse event - hospitalization. H3: one device was returned for repair. Device has not been in service in the past. The reported problem "non delivery" and "no alarm" was not verified by accuracy testing and functional testing. The cause is unknown. No actions taken to correct the issue. The device passed all functional tests except found a non-OEM part and no other repairs were performed.